Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other absolute pro device referenced is being filed under a separate medwatch manufacturing report reference number.

Event description:
It was reported that during the procedure to treat the common iliac artery, two 6.0mmx60mmx135cm absolute pro biliary self-expanding stent systems (sess) were advanced without resistance, however, each stent failed to completely deploy; the thumb wheel did not completely progress to deploy the stent. Thus, there was only partial stent deployment for each stent. Each device was withdrawn from the anatomy without difficulty. Wrinkling / overlapping / compression of stent struts was noted on both devices. A new unspecified device was used to treat the lesion. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspection was performed on the returned device. The partial deployment was confirmed. The difficulty rotating the thumbwheel and deploying the stent was not confirmed. The stent damage was confirmed. The investigation determined that the reported difficulties appear to be due to case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. It should be noted that the absolute pro instructions for use (IFU) indication for use states: the absolute pro .035 peripheral self-expanding stent system is intended for the stenting of peripheral arteries as an adjunct to percutaneous transluminal angioplasty (pta) and for the palliation of malignant strictures in the biliary tree. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.